Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked case at the display window corner and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture and display had crack. Customer¿s blood glucose level was 320 mg/dl. The customer stated that the insulin pump was exposed to the moisture and the type of the moisture was unknown. The customer asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.